Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 450 mg/dl. Customer experienced issues with the sensor in addition to high blood glucose and the device showed them being at 150 mg/dl. Customer advised they felt very sick and new they were very high. Customer advised their site may have been pulled out by their pants. Customer declined to troubleshoot for high blood glucose levels. Customer was advised to call the helpline and troubleshoot if they changed their minds.